Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump resets unexpectedly and that the touchscreen is unresponsive. There was no reported adverse impact on the customer's blood glucose levels. Follow up attempts were made by tandem technical support but no further information was able to be obtained.